Event description:
Event description guidant received information that monitoring voltage of this boxed implantable cardioverter defibrillator (ICD) was lower than that labeled on the shipping box. A reinterrogation of the ICD two days later noted the monitoring voltage had not recovered to an acceptable level.